Event description:
A female pt contacted lifecor customer support to report that she was visiting her physician and took the device off. When she went to place the device back on the battery pack would not fit into the monitor slot. The pt went home and tried the other battery pack. The second battery pack would not fit into the monitor either. Support had a pt services rep (psr) visit the pt and exchange the monitor and both battery packs.

Manufacturer narrative:
Monitor - 04/2008. Battery pack - 08/2007. Battery pack - 01/2008. Device eval summary: device evaluations of monitor, both battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were fully functional and had no damage to their connectors. They were retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damage monitor. The pt rec'd a replacement monitor and battery packs.